Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. The physician elected to explant and replace the (rv) lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 surgery did not take place. Additional information: b1, b2, b5, g3, h1, h2, h6.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition. New information received notes surgery has taken place to address noise. On (B)(6) 2022, the right ventricular (rv) lead was not explanted and a new rv lead was implanted. The patient condition was stable.